Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of insulin flow blocked on (B)(6) 2025. Troubleshooting confirmed blockage at the site. The site of location was abdomen. Patient noticed symptoms within three hours after insertion. High blood glucose was reported to be 309 mg/dl. No further information was available.